Event description:
The patient reported that therapy had stopped due to a power on reset (por). The patient was charging when they saw the por. The patient saw an informational por and got their book out and cleared the message. The device was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.